Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that in unspecified timing the error e220 which indicated the improper link device connection was displayed. The service department of olympus (B)(4) checked the subject device and found that the subject device had wrong configuration. Then the issue was resolved. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc confirmed that the subject device had passed more than 8 years since it was manufactured. The exact cause of the reported event could not be conclusively determined. However, based on the information from olympus europa se & co. Kg (oekg), there was the possibility that this phenomenon was attributed to the incorrectly connection of the communication cable by the user.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result and correct in the initial report submitted on july 12, 2020. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. As a result of evaluating the subject device, omsc concluded that the reported event was not reportable event.